Event description:
Medtronic received information regarding a navien catheter that was damaged. The patient was undergoing an emergency thrombectomy procedure via femoral access to treat a large vessel occlusion. Patient vessel tortuosity was minimal. It was reported that after opening, it was observed that the distal navien catheter tip was crushed. The damaged catheter was replaced with a new one. There was no harm or injury to the patient associated with this event. Additional information received that there was no damage or evidence of tampering to device packaging. The damage was not noticed upon opening the package. Routine surgical procedures were performed before it was observed. The device was used at all in the patient's body.

Manufacturer narrative:
Product analysis: as found condition: the navien catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened navien inner pouch (b690164). Damage location details: no damages were found with the navien catheter hub. No bends or kinks were found with the navien catheter body. The navien catheter distal marker/tip was found separated from the catheter. The separated catheter distal tip was not returned. The tubing material at the separated end exhibited plastic deformation (jagged edges) with the braid exposed, indicating that the catheter likely separated when exceeding the tensile strength of the tubing material. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s report was confirmed. During the analysis, the navien catheter distal marker/tip was found separated, likely due to tensile failure. This can occur if the device is retrieved against resistance, damaged during preparation, vessel tortuosity, or hard clots/calcifications in the navigation tract, which may snag the catheter. However, the cause of the catheter separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.